Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device lot number: changed to (B)(4), previously reported as (B)(4). Device manufactured date: changed to (B)(6) 2010, previously reported as (B)(6) 2010. Device evaluated by manufacturer: returned product consisted of a monorail taxus liberte catheter and a 4f terumo catheter. Inspection of the taxus liberte stent delivery system (sds) revealed no irregularities. The balloon was tightly folded with crimp marks showing evidence of stent securement. The 4f terumo catheter was flattened, stretched, and kinked throughout the length of the device. Inspection of the lumen/hub of the 4f terumo catheter revealed the dislodged stent. The terumo catheter was cut in attempt to retrieve the stent. The stent measured 1 cm and the entire length was severely damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged inside of the guide catheter. The target lesion was moderately tortuous. A 2.5x28mm taxus liberte was advanced but met resistance and dislodged inside the hub of the non bsc guide catheter. The dislodged stent and the guide catheter were removed together. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was good.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged inside of the guide catheter. The target lesion was moderately tortuous. A 2.5x28mm taxus liberte was advanced but met resistance and dislodged inside the hub of the non bsc guide catheter. The dislodged stent and the guide catheter were removed together. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was good.